Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed decontamination procedure and replaced ise tubing, reference electrode, and buffer valves to resolve the issue. (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported erroneous high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.